Event description:
Baxter received a report from a calibration technician involving an automix 3+3 compounder. According to the facility, the device no longer emits audible tones. The unit is being swapped. There was no patient involvement, therefore, no patient injury or medical intervention associated with this event. No further information was available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition where the "device no longer emits audible tones" was confirmed and reproduced during device evaluation. The root cause was determined to be a defective buzzer (speaker) assembly. A miniature piezo horn was installed to resolve the reported condition. Additional information: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is (B)(4).